Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination of the returned set screw did not identify damage to set screw threads. Functional evaluation with sample mas found the implant able to be fully engaged and removed into the sample mas head without issue. Optical examination of the asymmetrical and incomplete rod interface witness marks provide some evidence of rod angulation in the saddle at final tightening. Unable to determine without associated rod or mas/fas. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that a set screw backed out. A revision was done to replace the screw. No futher details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.